Event description:
A customer reported via phone call indicating that they were hospitalized for fifteen days in a diabetic coma with a for a high blood glucose level of 750 mg/dl. The customer woke up feeling nauseated and was rushed to the hospital on (B)(6) 2015 at 10:45 pm. The customer mentioned that they had a no delivery alarm, but the issue was resolved with a set change. The customer stated that they do not feel comfortable with the insulin pump and maybe get off insulin pump therapy for a month. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.